Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what was the size of the incision? Unknown. Was the post-op care of the patient changed due to issue experienced with device? No. What troubleshooting steps were taken in attempt to open device? Followed up IFU. Were the jaws eventually opened? Yes. With firing in question, were any staples deployed or cut line? Yes. What is meant by ¿considering safety¿. The surgeon afraid if change another new endercutter, this event may re-happen. What is the current patient status? Stable and left from hospital. The surgery is endoscopic radical resection of right hemi colon. The patient is with right hemi colon cancer.

Event description:
It was reported that the device could not fire and jaw could not open. The patient is with rectum cancer. During the laparoscopic radical resection of rectal cancer, when severing the rectum, could not fire with ecr60b, could not open the jaw. Repeated to enter the reverse button many times,finally open the jaw. Considering safety, the surgery was changed to small incision assisted endoscopic surgery, used open medical device to complete the surgery. The surgery delayed about 30 minutes. The patient is stable and in the hospital now.

Manufacturer narrative:
(B)(4). Batch number: p58p0r. The analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.